Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the device/component was found to be defective. The customer has placed an order for part number, 989803160661 - effica 3 lead graffer and the customer's request has been forwarded to the accessories department for further processing of the defective device/component and no further evaluation is warranted at this time. Based on the information available the cause of the reported problem was defective effica 3 lead graffer. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer has placed an order for part number, 989803160661 - effica 3 lead graffer and the customer's request has been forwarded to the accessories department for further processing of the defective device/component. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device/component is reported as defective. No other details were provided. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.